Event description:
It was reported that during a moderately tortuous, heavily calcified, 90% stenosed, mid, right coronary artery (rca) interventional procedure, a balance middleweight (bmw) guide wire was advanced to the lesion without difficulty. A non-abbott balloon dilatation catheter (bdc) was advanced over the bmw to dilate the lesion and with removal the balloon became stuck approximately 30 cm from the distal end of the bmw at the welding point. The non-abbott bdc and the bmw were removed as one unit. A new bmw guide wire and a xience xpedition stent were used to successfully complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sapphire semicomplaint balloon from (B)(4), size of the balloon: 1.5x20mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.